Manufacturer narrative:
The icm m312/(B)(6) was returned for analysis on july 15, 2025; however, the explant procedure date is unknown. A gfe was sent to request the procedure date as well as the model and serial number of the newly implanted icm.

Event description:
It was reported that clinic personnel requested a sensitivity adjustment due to a poor insertable cardiac monitor (icm) signal and reported pause events. However, it is unclear whether the change in morphology was drastic enough to make it difficult to determine undersensing or pauses, as the implant was technically challenging due to the patient's large breasts. An x-ray showed no significant device migration, but the physician plans to revise the implant due to ongoing signal issues. Technical service advised that pause interpretation is a clinical decision and recommended surface mapping away from implants and adipose tissue to improve qrs amplitude. The icm remains in service, and no adverse patient effects have been reported. Additional information confirms the patient was evaluated in the clinic. Noise was observed on the current device. Additionally, pause events were reviewed and confirmed to be false. The icm was explanted, and the device will be returned for analysis.

Event description:
It was reported that clinic personnel requested a sensitivity adjustment due to a poor insertable cardiac monitor (icm) signal and reported pause events. However, it remains unclear whether the change in signal morphology was sufficient to impact accurate sensing or contribute to the appearance of pauses. A review of implant imaging demonstrated no significant device migration. Due to ongoing signal quality concerns, the physician planned a revision of the implant. Technical services advised that interpretation of pause events is a clinical determination and recommended surface mapping to optimize qrs amplitude and signal quality. The icm initially remained in service, and no adverse patient effects were reported. Subsequent clinical evaluation identified noise on the device recordings, and pause events were reviewed and determined to be false. As a result, a decision was made to explant the icm. No replacement device was implanted. The explanted icm was returned for analysis.

Manufacturer narrative:
The icm (B)(4) was returned for analysis on (B)(6), 2025; however, the explant procedure date is unknown. A gfe was sent to request the procedure date as well as the model and serial number of the newly implanted icm. Follow up report (1): additional details provided by gfe confirm that the insertable cardiac monitor (icm) was explanted on (B)(6) 2025. No replacement device was implanted during the procedure. This supplemental 02 - updated the describe event or problem (b5) of adverse event or product problem tab. And report the results of the device evaluation: this insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted no anomalies of the device. The security keys were scrubbed, and a memory dump was performed, the battery diagnostics were downloaded and found to be normal and the icm was put through a series of automated testing that verified sensing and device functionality, and it was connected to net tech mini sim to test sensing. Analysis found no evidence of device defect, malfunction or damage outside the bounds of normal medical use. Based on the results of the investigation. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Also, review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough analysis of the returned device and review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that clinic personnel requested a sensitivity adjustment due to a poor insertable cardiac monitor (icm) signal and reported pause events. However, it is unclear whether the change in morphology was drastic enough to make it difficult to determine undersensing or pauses, as the implant was technically challenging due to the patient's large breasts. An x-ray showed no significant device migration, but the physician plans to revise the implant due to ongoing signal issues. Technical service advised that pause interpretation is a clinical decision and recommended surface mapping away from implants and adipose tissue to improve qrs amplitude. The icm remains in service, and no adverse patient effects have been reported. Additional information confirms the patient was evaluated in the clinic. Noise was observed on the current device, and plans are in place to remove it and implant a new device in a different location. No icm explant has been performed at this time. Additionally, pause events were reviewed and confirmed to be false. The icm was explanted, and the device will be returned for analysis.

Manufacturer narrative:
The icm m312/(B)(6) was returned for analysis on (B)(6) 2025; however, the explant procedure date is unknown. A gfe was sent to request the procedure date as well as the model and serial number of the newly implanted icm. Follow up report (1): additional details provided by gfe confirm that the insertable cardiac monitor (icm) was explanted on (B)(6) 2025. No replacement device was implanted during the procedure.